Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Correction: d4: serial number and primary unique device identification (UDI) number. Correction: d10: should not have been included on the initial report. Correction: h11: the verbiage: "the allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000040253." Should not have been included on the initial report.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000040253.

Event description:
It was reported that during a spinal surgery in 2018, one of the leads was abandoned. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Additional information indicates that the terminal end of the lead had been cut when the ipg was previously explanted. Surgical intervention was undertaken on (B)(6) 2025 wherein the abandoned lead was explanted and replaced to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.